Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a drop in sensing was observed since implant. A slight increase in capture threshold and a decrease in impedance were also observed. The lead was replaced.